Event description:
It was reported that the pump¿s display screen had separated from the housing, with the screen already loose and popping off when the user picked up the device after a nap. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy requiring medical care and no hospitalization. Investigation included complaint intake review and troubleshooting by customer support, with education provided and a goodwill replacement arranged. Investigation of this case revealed a mechanical integrity issue of the display assembly consistent with a broken or detached screen and a device housing/display component failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of the display assembly consistent with physical stress or wear.